Event description:
Boston scientific received information that this product was part of an infection. An explant procedure is planned, but there is no information that it has occurred yet. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this device was previously explanted and replaced by a non-boston scientific product. This product was not available for return.